Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings:during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed, and no contamination or damage was found to any button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the down arrow and ok keypad buttons were under responsive. The keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.